Event description:
While attempting to insert the introducer/dilator, I met an unusual amount of resistance. I retracted the introducer/dilator and noted a defect in the gray portion of the device - where it meets the white tip. FDA safety report ID# (B)(4).